Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157450, femoral head, lot # 384550. Item # 218152, blade, lot # 110830. Item # 139256, taper adapter, lot # 118190. Item # 11-103206, femoral stem, lot # 734610. Source: legal notification. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03998.

Event description:
It was reported that a patient was revised approximately 9 years post implantation due to patient allegations of loosening of the acetabular component and metallosis. Metal stained tissue was noted in surgical notes. The cup and femoral head were revised. There were some osteophytes removed off the anterior acetabulum wall. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 9 years post implantation due to patient allegations of loosening of the acetabular component and metallosis. Metal stained tissue was noted in surgical notes. The cup and femoral head were revised. There were some osteophytes removed off the anterior acetabulum wall. Attempts have been made, and no further information has been provided.